Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'ec 345' was unable to be confirmed during evaluation. Evaluation found that the values were within specification. The ultrasonic sensor was replaced as a secondary fining, this will alleviate the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.